Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between january 16-18, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed, and it was noted that the device had no fluid in its bladder (deflated bladder) which suggested that an overinfusion may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused during infusion. It was observed that the device finished the medication delivery 5 hours earlier than expected. The device was filled with fluorouracil hs (accord) 3900 mg in sodium chloride 0.9% 115 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.